Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Conclusion: evaluation of the returned device confirmed the pusher assembly was kinked. This type of damage typically occurs due to forceful manipulation of the ruby coil during preparation for use. All penumbra coils are functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. Please note that the manufacturer has requested additional information from the customer; however, no additional information has been obtained.

Event description:
It was reported that a ruby coil pusher assembly was kinked.